Event description:
Received 2 new boxes of bd 10ml 0.9% sodium chloride posiflush syringes from (B)(6) as sterile flush for PICC (peripherally inserted central catheter) line antibiotic infusion. Each box lots # 3332180 and 3355044 originated from the franklin lakes, nj plant product number 8290-306546 both lots were cloudy. My wife received several injections of these fluid before we noted the cloudiness. We have gone to (B)(6) hospital to get quality saline solution. We are concerned that my wife's medical condition, now fighting a full body staph infection may have been compromised. We have retained the subject lots for testing. I can be reached at (B)(6) regards, (B)(6). Only field observation of cloudiness which has been forwarded to our nursing services and the manufacturer. Warnings require not to use product if cloudy. As before and after PICC (peripherally inserted central catheter) antibiotic line flush for treatment. Reference report: mw5153671.